Event description:
Additional information received noting that the patient underwent a full revision surgery. The suspect device has not been received by product analysis to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient had their device checked prior to a MRI scan and high impedance was observed. It was noted that this could've been caused by the patient having a seizure that caused them to lose consciousness and fall forward but the patient is unsure if they hit anything while going down. The patient has since been referred for a full revision but no known surgery has occurred to date. No other relevant information has been received to date.